Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2015, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using non-gore device (endurant) and gore® excluder® aaa endoprosthesis. The non-gore device was used as main device and three gore® excluder® aaa endoprosthesis (contralateral leg) were used as legs. On an unknown date, a follow-up exam revealed an aneurysm enlargement (amount unknown). On (B)(6) 2021, an aneurysmorrhaphy was performed.